Manufacturer narrative:
Assessment of lateral x-ray for l2-s1 posterior / interbody fusion. The interbody graft at l2-3 was migrated posteriorly. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with degenerative disc disease. It was reported that the cage was implanted uni-lateral with the dolphin nose tip right at the anterior edge of the body. Post op scans shows 5 days after surgery the cage started to migrate posteriorly and at 19 days, the cage was significantly towards the posterior wall of the body and exposed. The cage was then removed 4 weeks post op. Scans were taken which showed that the cage migrated posteriorly patient returned with pain. Patient is alive with injury.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with degenerative disc disease. It was reported that the cage was implanted uni-lateral with the dolphin nose tip right at the anterior edge of the body. Post op scans shows 5 days after surgery the cage started to migrate posteriorly and at 19 days, the cage was significantly towards the posterior wall of the body and exposed. The cage was then removed 4 weeks post op. Scans were taken which showed that the cage migrated posteriorly patient returned with pain. Patient is alive with injury. This cage was indeed removed already, the surgery date was (B)(6) 2021. (B)(6), patient had surgery to have the adaptix cage removed. The cage migrated enough that they were able to grab the cage without removing any of the hardware (they did not check if the screws started to halo). The adaptix cage was removed and discarded.

Manufacturer narrative:
Section b5# event description were updated. Section db6 # explant date updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.